Manufacturer narrative:
Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues with two infusion sets, both of the same type. The tubing on the infusion set was leaking at the site. The event date for this issue was 7-10 days ago, but the patient service representative will use 05-apr-2024 as the event date. The infusion set was in use for less than one day. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.